Manufacturer narrative:
Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis therapy utilizing the liberty select cycler and the patient¿s adverse event(s) of cloudy effluent, fibrin, peritonitis, pd catheter blockage, clostridium difficile poor ultrafiltration and overfill which warranted hospitalization. The etiology of the peritonitis is unknown, therefore causality cannot be determined. The etiology of the clostridium difficile is unknown, therefore causality cannot be determined. Based on the information available, there is no evidence and/or documentation indicating the liberty select cycler or liberty cycler set malfunctioned in any way to cause or contribute to the event(s). Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a female patient with end stage renal disease on continuous cyclic peritoneal dialysis for renal replacement therapy was hospitalized on (B)(6) 2018 (discharge date unknown) for cloudy effluent (noted in manual drain), fibrin, peritonitis, clostridium difficile (details unknown), catheter blockage (due to fibrin) and ¿overfill¿ (specifics unknown). Follow-up with the peritoneal dialysis registered nurse confirmed the patient was hospitalized for peritonitis, and revealed the patient continued to perform continuous cyclic peritoneal dialysis therapy while being hospitalized. Additional information was solicited, but unavailable.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.